Manufacturer narrative:
Additionally, information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to another impella device and is currently, remaining on temporary mechanical circulatory support. D6b explant date has been updated accordingly (with d6a implant date repopulated). D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Added g1 manufacturer contact fax number was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the fluid leak issue could not be determined without returned product investigation and sufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant was implanted with an impella 5.5 via surgical direct aorta for mechanical circulatory support. The insertion procedure was completed at 14:00 on march 4th. At around 17:30, while a clinical engineer was checking the impella, they noticed a small amount of liquid inside the cover attached to the pressure reservoir and purge filter, with liquid dripping from underneath the cover. They also noticed a small amount of liquid in the round part of the pressure reservoir cover, which raised the suspicion that the pressure reservoir was damaged. The pump is still in use and the purge housing has been discarded.